Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional, and the morning after the procedure, the patient experienced a mini stroke with loss of eyesight. It was indicated that the patient is doing better and recovering. They looked back at the procedure and noted that the physician stayed inside the veins during ablation, total of 17 ablations, 45 minute left atrial dwell time. The activated clotting time (act) was 380 seconds. The irrigation rate was 30ml/min. There were no further details available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation was completed on 22-aug-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional, and the morning after the procedure, the patient experienced a mini stroke with loss of eyesight. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An investigation was performed by medical affairs, with the following summary: - case displays no obvious workflow risk factors. - paroxysmal af - act was appropriate - very low ablation count (17 complete; 3 incomplete), - pvi only - good movement (minimal sequential stacking) - minimal catheter exchanges - nominal base impedance - tpi effective and positive throughout case. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (ifus) are instructions that provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 18-jul-2025. It was reported that after reviewing carto file for this stroke case, it was found that the workflow was very safe. Minimal ablations, pulmonary vein isolation (pvi) only, minimal exchanges, good catheter movement. Impedance baseline was normal. However, it was reported that the physician did not continuously irrigate this sheath during ablation. Per the instructions for use (IFU), sheaths should be irrigated continuously during varipulse use. Our data indicated that lack of sheath irrigation can increase thromboembolic risk. Additionally, the patient¿s age and sex were provided. Therefore, section a was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).